Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter address: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that measuring device f/lockbolt was bent from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. A functional test was performed to device and the slider cannot be moved forward and backward without disassembling. The complaint condition was able to be replicated. After a visual inspection, it was determined that the reusable instrument device was bent from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed bent tip of measuring device f/lockbolt would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history lot: part: 356.835, lot: 9820310, release to warehouse date: 09.mar.2016, expiration date : na, supplier: na, manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date in october, 2022, the customer reports that the instruments ¿hook¿ again and again, do not run smoothly, and thus complicate the surgeries or extend the surgery time. The instrument cannot be disassembled; the instrument does not fix; the inner part falls out. There was no patient harm, and no intervention occurred. No further information is available. This report involves one measuring device f/lockbolt. This is report 2 of 2 for (B)(4).